Event description:
The patient developed a hematoma after an exoseal vascular closure device (vcd) was used. The hematoma was not significant and disappeared after manual pressure. After 48 hours the patient was diagnosed with a pseudoaneurysm. The patient had surgery to treat the pseudoaneurysm. The vcd did not show any signs of damage and no resistance/friction was experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling and an audible click was heard. Adequate bleedback signal was observed and the chevrons moved relative to device retraction. The plug deployment button was fully depressed and the plug did deploy. The vcd and the sheath were removed as a single unit. The angle of the access was between 30-45 degrees and femoral artery suitability was verified on angiography.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Access site hematoma is listed as a potential adverse event associated with the use of the exoseal vascular closure device. Access site hematomas are a common procedural complication and may be related to stick technique, anticoagulation, blood pressure and/or discomfort. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors, such as comfort level, fullness of the bladder and anticoagulation factors that could have contributed to the reported event. The exoseal IFU lists pseudoaneurysm as a potential adverse event associated with femoral artery closure procedures; pseudoaneurysms are associated with disruption of the arterial wall and are frequently caused by penetrating trauma (i.e. Arterial puncture needed for the procedure). Review of the available information suggests that procedural factors may have contributed to this event.